Manufacturer narrative:
The customer performed a power cycle to resolve the issue. No site visit required. System was working properly. Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was not rotating properly. An intuitive surgical, inc. (Isi) technical support engineer (tse) found error 23003 in logs pointing to a possible rotation issue endoscope installed on arm 3. The tse asked the clinical sales representative (csr) to do troubleshooting steps; however, the csr was not in the room at the time of the incident. The csr would contact the operating room staff and have them perform troubleshooting steps. The csr called the tse again and after speaking to the surgeon and completed troubleshooting steps, the endoscope was rotating smoothly and was not making any grinding noise when manually rotated. The customer installed the endoscope on another arm, and it generated the same problem where it would flip to a 45 degrees angle automatically when installed. After a power cycle the issue did not come back, and surgeon continued surgery. The tse monitored system during the call and did not see error 23003 again after the restart. The tse checked logs later and found the surgery ended. The customer and the csr did not call back for more assistance and the tse did not find any additional error 23003 in the logs. The procedure was completed with no reported injury. Isi contacted the tse and obtained the following information: when the customer first called, the endoscope was inserted in the patient. During the troubleshooting when the endoscope flipped to 45 degrees, it was before being inserted in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope also failed transmittance test.

Event description:
Refer to h10/h11 for follow-up information.